Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed the reported problem (check therapy electrode messages) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to an open rear pulse wire in the trunk cable. The trunk cable showed signs of physical abuse. The root cause for the open wire could not be positively identified but was likely excessive force. No adverse event resulted from the open wire. The patient received a replacement electrode belt.

Event description:
Download data revealed that a (B)(6) male patient was receiving frequent check therapy electrode messages. Zoll customer support issued the patient a replacement electrode belt.